Event description:
As reported by an edwards lifesciences affiliate ,regarding an implant of a 26mm sapien 3 ultra valve with a commander delivery system and esheath plus. The 14f esheath plus was pre-dilated went up fine on the right side. While inserting the valve and delivery system through the sheath, the valve began to go through the side of the sheath shaft (non expandable part). The tines of the valve began to bend sideways. This was seen on angio. A the devices were removed and replaced without injury to the patient. The patient had no access issues with this and the case went great following.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed multiple struts (3) bent at the inflow side. No abnormalities on outflow side. Engineering deployed valve and three (3) struts remained bent outwards near c2. Multiple struts were exposed through skirt at inflow. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no applicable functional testing was performed. The complaint was confirmed through visual examination. Due to the nature of the complaint, no dimensional testing was performed. The complaint was confirmed through visual examination. The reported event was confirmed through returned product evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. A product risk assessment is also captured in technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the may 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. See attachment for pra leveraging memo. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. In this case, the degree of vessel tortuosity was not provided. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In this case, the degree of calcification was not provided. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in challenging pathway during delivery system advancement leading to resistance. In this case, the mld was not provided. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In this case, the sheath insertion angle was not provided. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. In this case, no information was provided regarding insertion push force. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, it is possible that one or more of the patient factors (calcification, tortuosity, undersized vessel diameters) and/or procedural factors (excessive device manipulation, high push force, steep insertion angles) listed above may have been present during the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.